Manufacturer narrative:
Patient information was unavailable from the site. Concomitant medical products: other relevant device(s) are: product ID: 9735740, software version: (B)(4). Software analysis confirmed this was not a software issue. MDR is related to 3004785967-2020-01293-001 and 1723170-2021-00116. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a transforaminal lumbar interbody fusion (tlif) procedure. It was reported there was an alleged inaccuracy. This issue occurred intraoperatively and did not cause any surgical delay. There was no reported impact on patient outcome. Additional information was received stating the inaccuracy was recognized by one misplaced screw. It was noted that only the second of four screws placed was inaccurate. It was confirmed the amount of inaccuracy and patient demographic information was unavailable from the site. The inaccuracy was determined to be caused by an outside or environmental issue because the four screws were placed each one right after the other and only the second screw was inaccurate, and the third and fourth screw as well as all disc work and cage placement were accurate after the second screw was placed. This would infer that the frame was bumped or something environmental occurred during the placement of the second screw. If either the imaging or navigation systems were inaccurate, every implant or at least all implants after the second screw would have been just as inaccurate as the initially inaccurate screw.